Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying incorrect date/time. Additionally the patient was unable to perform a blood test due to accessing the meter memory instead of the testing mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue occurred on (B)(6) 2014 at approximately 9:38 pm. The patient reported that she manages her diabetes metformin 1000mg and denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed that approximately 10 minutes after attempting to test her blood glucose, she developed symptoms of ¿shaking¿ but despite her symptom, she denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.